Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose because the infusion device does not correctly display the amount of insulin remaining in the cartridge. He was hospitalized as a result of elevated blood glucose in 2009. He switched to his backup infusion device and had no further issues. No further info is available. The infusion device was replaced and requested to be returned for eval.